Event description:
Reports a pt needed to be lifted off the bad with the hoist to change mattress. The pt was in a green sling and lifted to the highest position. The mattress was changed, but the hoist would not lower. The red emergency button was pressed, but it did not react. To rlease the pt, who was still above the bed, the care givers raised the bed to its highest position then released the clips and pulled the pt onto the bed. The hoist was pulled away from the bed when the lifting arm lowered suddenly onto the care givers arms, causing bruising. The pt did not sustain any injuries.